Event description:
It was reported via repair work order that the left side rail wont latch due to a broken top rail at the spindle mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.